Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a piece of the advancer tube of a 5f mynxgrip vascular closure device (vcd) was broken off with the sealant still inside when the device was opened. Another mynx device was opened and used to close the femoral artery. There was no reported patient injury. The device will be returned for evaluation.